Event description:
During an extended procedure, where the surgeon's arms/hands were brushing against the drape, fibers were noticed in the wound site, which were removed by irrigation. No known negative pt outcome.